Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).

Event description:
A surgery coordinator reported that an intraocular lens (iol) was exchanged due to the pt reporting poor visual acuity and the pt not being happy. Add'l info has been requested.